Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance when filling a cartridge. Reportedly, the customer would obtain a additional cartridge to load. The customer stated that their blood glucose (bg) level was impacted; however, the customer declined to provide the bg value. It was noted that the customer declined a follow up from tandem's technical support.